Event description:
It was reported via clinical trial patient (B)(6). Event: dysphagia w/ intervention. Relationship to study device: possible relationship to primary study procedure: possible.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: (B)(6) university / (B)(6) medical center sex: female age (at time of consent): 59 years. Start date: (B)(6) 2021 alert date: (B)(6) 2022 country of event: us model: lxmc15 device lot number: 26802 date of surgery: (B)(6) 2021 adverse event term: dysphagia w/ intervention dilation performed: yes indicate type of dilation? Mechanical date of dilation: (B)(6) 2021 awareness date : (B)(6) 2022 => (B)(6) 2021. Start date : (B)(6) 2022 => (B)(6) 2021. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : yes => n/a awareness date : (B)(6) 2021 => (B)(6) 2022. Relationship to study device: possible relationship to primary study procedure: possible. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); date sent: 7/20/2023. Additional information received: new "explant" notification 01149-031 event details. Alert date: (B)(6) 2023; date of explant: (B)(6) 2023; country of event: (B)(6); model: lxmc15; device lot number: 26802; date of implant: (B)(6) 2021. Patient details. Patient identifier: (B)(6); sex: female; age (at time of consent): 59 years. Additional event details. Was the linx explant a result of an adverse event per protocol definitions?: yes if yes, choose the primary ae log line, start date and term: blank. If no, what was the reason for the explant? (Check all that apply). Participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: yes did not meet participant expectations: no other: yes. If other, specify: initially did well from original implant but then developed recurrent heartburn bmi increase from about 35 to bmi of about 40. Describe the technique used for explant (check all that apply). Laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed?: yes describe any notable observations during the explant procedure: no obvious recurrent hiatal hernia noted. Linx device covered in scar tissue before dissecting anteriorly to expose. Updated "explant" notification 01149-031. A safety explant has been updated. Please review this event as soon as possible. Event details. Alert date: (B)(6) 2023; date of explant: (B)(6) 2023; country of event: us; model: lxmc15; device lot number: 26802; date of implant: (B)(6) 2021. Patient details. Patient identifier: (B)(6) sex: female. Age (at time of consent): 59 years. Additional event details. Was the linx explant a result of an adverse event per protocol definitions?: no if yes, choose the primary ae log line, start date and term: blank. If no, what was the reason for the explant? (Check all that apply) participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: yes did not meet participant expectations: no other: yes if other, specify: initially did well from original implant but then developed recurrent heartburn bmi increase from about 35 to bmi of about 40 describe the technique used for explant (check all that apply) laparoscopic: yes endoscopic: no other: no if other, specify: blank. Were any concomitant procedures performed?: yes describe any notable observations during the explant procedure: no obvious recurrent hiatal hernia noted. Linx device covered in scar tissue before dissecting anteriorly to expose. Updated: was the linx explant a result of an adverse event per protocol definitions? : yes or no. Log line 2 new. Event details. Start date: (B)(6) 2023; alert date: (B)(6) 2023; country of event: (B)(6); model: lxmc15; device lot number: 26802; date of surgery: (B)(6) 2021; adverse event term: linx migration. Patient details: patient identifier: (B)(6); sex: female; age (at time of consent): 59 years. Additional event details. Site awareness date: 22 may 2023; end date: blank; severity: mild; is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship. Relationship to primary study procedure: causal relationship if related to the procedure, indicate which procedure the event is related to: explant intervention/treatment: none: yes. Dilation performed: no. Indicate type of dilation? Blank. Date of dilation: blank. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovering/resolving according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No. Log line 2 update. Event details. Start date: (B)(6) 2023; alert date: (B)(6) 2023; country of event: (B)(6); model: lxmc15; device lot number: 26802; date of surgery: (B)(6) 2021; adverse event term: linx migration. Patient details. Patient identifier: (B)(6); sex: female; age (at time of consent): 59 years. Additional event details. Site awareness date: 22 may 2023. End date: blank. Severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship to primary study procedure: causal relationship if related to the procedure, indicate which procedure the event is related to: explant intervention/treatment: none: yes. Dilation performed: no. Indicate type of dilation? Blank. Date of dilation: blank. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovering/resolving according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No. Updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank -n/a date of linx explant :(B)(6) 2023 - (B)(6) 2022. Adverse event term: linx migration relationship to study device: causal relationship to primary study procedure: causal relationship was the linx explant a result of an adverse event per protocol definitions?: yes. Continued gerd symptom: yes. If other, specify: initially did well from original implant but then developed recurrent heartburn bmi increased from about 35 to bmi of about 40.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2024 additional information received: relationship to study device: blank relationship to primary study procedure: blank diagnostic imaging: yes drug therapy: yes esophagogastroduodenoscopy and laparoscopic redo hiatal hernia repair with takedown of gastropexy and redo of gastropexy outcome : blank => recovering/resolving linx migration relationship to study device: causal relationship relationship to primary study procedure: causal relationship outcome : recovering/resolving => not recovered/not resolved if the event is marked as being related to the procedure, indicate which procedure the event is related to : explant => index outcome : not recovered/not resolved => recovering/resolving describe any notable observations during the explant procedure : no obvious recurrent hiatal hernia noted. Linx device covered in scar tissue before dissecting anteriorly to expose. => blank other : yes => no continued gerd symptom : yes => no describe the technique used for explant (check all that apply):laparoscopic : yes => no if other, specify : initially did wel from original implant but then developed recurrent heartburn bmi increase from about 35 to bmi of about 40 => blank were any concomitant procedures performed? : yes => blank was the linx explant a result of an adverse event per protocol definitions? : no => blank adverse event term: recurrent hiatal hernia diagnostic imaging: yes drug therapy: yes relationship to study device: not related relationship to primary study procedure: not related laparoscopic redo hiatal hernia repair with takedown of gastropexy and redo of gastropexy outcome: recovering/resolving adverse event term: linx migration relationship to study device: causal relationship relationship to primary study procedure: causal relationship resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function : no => yes adverse event term : recurrent gastroesophageal reflux disease => recurrent hiatal hernia upon review of the additional information the file has indicated that the device did not contribute or cause the post-operative complications and that there was no deficiency with the linx used in the procedure. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, and has been revised to a not reportable. B1, b2, h1.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2022. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 26802, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.